Event description:
Boston scientific received information that this product was part of a revision procedure due to pocket erosion. The antibacterial pouch was eroding thru the patients skin. Because of unsatisfactory p waves on the right atrial (ra) lead and evidence of crosstalk on the right ventricular (rv) lead, the physician elected to replace the device at that time. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.